Event description:
This complaint is now reportable based on the analysis completed on 16 aug 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not advance. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. The distal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of attempting to cross a very tortuous lesion. The manufacturing records for top assembly batch 8297055 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications.